Event description:
It was reported that a failed pressure test (during testing) was experienced.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. The root cause of the reported problem could not be determined as the returned device was able to calibrate and was found to be operating within manufacturing specification. No problem was found, and no action will be taken. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections in b1: product problem, d4: catalog number: 21-2120-0104-01, d5: operator of device: unknown, e4: initial reporter sent to FDA: unknown.